Event description:
I purchased a oxygen concentrator from a business called (B)(6). They are selling so called refurbished oxygen concentrator, I purchased in march, my machine stopped working reached out to them and was pretty much told "oh well." I'm on a fixed income I purchased because I can't afford to lease a machine. These companies are buying junk and selling as refurbished. (B)(6).